Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that approximately 2 hours after withdrawing such line and applying a new dressing it was found that the new dressing as well as the antimicrobial disc was saturated. The new dressing was then removed by the same fellow and the line was then flushed to be inspected. It was found that there seemed to be multiple openings in the central line that were leading to leakage. Both ports were flushed and there only seemed to have leakage present from the purple port on the power PICC. No apparent harm.